Manufacturer narrative:
H6): method, results and conclusions codes populated now that device evaluation is complete. Device evaluation: the device was returned and evaluated by a cross functional team on (B)(6) 2020. The team confirmed a breach within the inner lumen of the bridge device''s luer, which was preventing the balloon from deflating as intended. Additional evaluation on (B)(6) 2020: in order to further view the breach, the team attached a syringe filled with red colored water solution to the guide wire port, and then attached an empty syringe to the balloon port. The team then pulled on the empty syringe to create a vacuum effect, which resulted in the red solution being pulled from the syringe attached to the guide wire port, through the device''s luer and into the empty syringe located at the balloon port. Leaking appears to be occurring at the proximal adhesive area. Visually, red colored water and bubbles were identified entering through the proximal adhesive area, around the outside diameter of the dual lumen tube, and into the balloon inflation port. This evaluation confirmed the breach occurred at the proximal adhesive area. The team could not determine when or how the breach occurred. However, this has been determined to be a production process related issue. Placeholder.

Manufacturer narrative:
Patient weight unavailable. Device has returned to manufacturer, but device evaluation has not yet been completed. A follow up MDR will be submitted after the device evaluation has been completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically inflated to ensure superior vena cava (svc) occlusion in the event that an emergency occurred during the procedure and required use of the bridge balloon. The bridge balloon was placed on the guide wire and prophylactically inflated with contrast mixture, within the patient. However, during the attempt to deflate the device to then ''stage'' the deflated bridge balloon within the patient for its use if necessary, the syringe used to attempt deflation filled with air bubbles instead of just contrast mixture. The bridge balloon was ultimately deflated and another bridge balloon was used during the procedure. The procedure was completed successfully with no reported patient harm.